Manufacturer narrative:
(B)(4). The device was received disassembled with all the components returned with the device. The nose cone was cracked. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components. The moisture indicator was positive. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is probable that the ingress of moisture affected handpiece functionality. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during a hysterectomy/lymphadenectomy procedure, the product did not work in the surgical procedure. The rep offered another device, but it did not work either. The cause of the problem could not be identified. Another like device was used to complete the procedure. There were no adverse consequences for the patient.